Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lip occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the upper and lower lip body which include the cupid's bow. Patient immediately developed occlusion of lip. Patient was treated with hyaluronidase to prevent possible occlusion of artery. Symptoms resolved immediately.